Event description:
Patient was discovered to have a retained portion of guide wire from PICC line which required removal in cath lab. No injury or complications to patient. No retained foreign body visible on taped fluoroscopy. Fifteen days after the placement of the PICC line, patient underwent cardiac echo. Foreign body consistent with wire or catheter appreciated at that time. Two days later, a 6 cm. Wire was retrieved without complication.====================== health professional's impression======================no contributing factors identified in terms of operator skill or error. Believed that tip of catheter was faulty at attachment point.====================== manufacturer response for catheter introducer set, transitionless micro-puncture introducer set stainless steel wire guide platinum tip======================would like to have the device back.